Manufacturer narrative:
K990089. PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. When additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with silkam black. The customer reported that the threads break in the node. There is no patient information available.

Manufacturer narrative:
Patient information: not available due to privacy protection. Samples received: 36 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 36 closed samples for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.93 kgf in average and 1.84 kgf in minimum (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum) reviewed the batch manufacturing record, this batch had an incidence but was released into the market fulfilling usp/ep and b.braun surgical requirements. Remarks: when working with silkam suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders do not damage the material by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.